Manufacturer narrative:
H.6. Investigation summary: no samples and no photos were returned by the customer in support of this complaint, therefore, 90 retentions from lot 2109083, were visually inspected an the issue of foreign matter was not observed. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records for all lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes are embedded with a foreign plastic object. The following information was provided by the initial reporter. The customer stated: "customer is reporting plastic protruding inside tube with product 367861, lot 2109083."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes are embedded with a foreign plastic object. The following information was provided by the initial reporter. The customer stated: "customer is reporting plastic protruding inside tube with product 367861."